Event description:
The patient's regular follow-up healthcare professional was not aware of the event. The pump was filled with lioresal. A refill had occurred on (B)(6) 2012 without incident.

Event description:
It was reported there was a confirmed motor stall and motor stall recovery recorded in the event logs. It was indicated there were multiple motor stalls and recoveries in the logs; "most are for a very short time". Per caller the patient wears a magnet around her neck to control her vagal nerve stimulator. It had not been decided if the pump was going to be replaced. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2010 explanted: unk. (B)(4).

Event description:
Additional information received reported the motor stalls started (B)(6) 2012.

Manufacturer narrative:
(B)(4).